Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to fields d8, d9, h3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's allegation could not be confirmed. Based on the results of the investigation, a root cause for the malfunction could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the video system center had no image. The issue occurred during installation. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.